Manufacturer narrative:
Method: x-ray review, labeling review, risk assessment the sales rep reported event was confirmed via x-ray images. Rods were not returned back for evaluation as the hospital is not able to release contaminated explants. No lot # was provided, so a manufacturing record review could not be performed. It was reported that initial surgery was performed sometime around (B)(6) 2015 and post more than 3 years, the patient did not fuse at c0-c1. The surgical technique states that in the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. Conclusion: the most likely cause of the reported event was determined to be non-union of the patient. Device not returned.

Event description:
It was reported that the rod fractured post-operatively. The patient had pain and underwent revision surgery.